Manufacturer narrative:
Pump passed the displacement test. Unit received with motor error alarm during the basic occlusion test due to loose/flush drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test due to motor error alarm. (B)(4).

Event description:
The customer reported via phone call that they had a high blood glucose value of 571 mg/dl. Customer stated that the insulin pump had motor error. Customer was able to clear alarm. The device will be returned for analysis. Frn-unk-rsvr.